Manufacturer narrative:
H4: the lot was manufactured from august 14, 2022 - august 16, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a leak was observed originating from the middle port in thirteen (13) exactamix 1000 ml eva tpn bags during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.